Event description:
New information received noted that the issue was discovered during the follow-up at the clinic.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s left ventricular (lv) lead exhibited phrenic nerve stimulation on all vectors. The lv lead was capped during the generator replacement procedure and replaced with a left bundle area pacing (lbap) lead on (B)(6) 2025. The patient was in stable condition.